Event description:
Terumo medical corporation received the following reported information: during deployment to release the anchor, a click was heard; however, when attempting to pull up to set the anchor it did not stick or set up on the puncture site. When they pulled back on the device, pressure was not felt on the anchor or puncture site, and the entire device and anchor came out. The anchor seemed loose. The type of procedure performed was a dsa (digital subtraction angiography). The blood loss was less than 250cc.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.